Event description:
It was reported by service report that the brakes on the surgistool are not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: rubber brake cap.